Manufacturer narrative:
No injury was reported. The user facility stated the patient was transferred to a different table and the procedure was completed. The technician identified that even though the table was plugged in, the power switch only showed a partial charge. The unit's power supply was checked for fluid intrusions which could've possibly been the cause of the depleted battery, however the battery was confirmed to be free of any fluid. The technician also identified that the foot pedal on the manual override pump was a little tight and an adjustment was made to make it easier to access the override hand control. The operating manual states on page 5-5 "steris 4085 general surgical table is equipped with intellipower® dual power system. The table is powered either by facility power or by internal batteries. If table is to be operated on battery power, note the following: important: batteries are recharged automatically as long as the main power switch is set to on and the ac power is connected to the steris 4085 general surgical table. The plug icon appears on power panel led display (see figure 5-1) indicating ac power and diode bar indicates battery condition." And "batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control (refer to figure 4-4 and section 4.2.2, hand control lcd display description) and some or all green diode bars on power panel led display are off." The operating manual also states on page 5-5 "lead acid batteries last longer if not fully discharged. Therefore, to obtain the longest life and capacity from your steris 4085 general surgical table batteries, always connect ac power cord to table base and plug into an appropriate ac receptacle as often as possible, and as long as possible, with the main power switch set to on. If this is not always possible, recharge batteries at the following times: every 15 days when the table is in normal service; more often if usage demands. · whenever half filled battery icon appears on lcd status control indicator (figure 4-4 item 2). · if the table remains in extended storage for longer than three months; batteries must be charged every three months. The operating manual states on page 4-1 "operate the steris 4085 general surgical table as follows: 3. Verify power cord is plugged into both the facility outlet and table receptacle and main power switch is in on position." The technician identified this event is most likely a result of the battery charging switch being off, or the power cord not being fully inserted into the power receptacle on the table base. Steris completed in-service training for the proper use and operation of the 4085 surgical table.

Event description:
The user facility reported their 4085 surgical table would not function during a patient procedure. A procedural delay was reported.